Manufacturer narrative:
(B)(4). Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the housing of the recon sagittal saw device was deformed/bent. It was determined that the thread saw blade coupling was damaged. It was further determined that the device failed pretest for check for leakage, check the saw blade coupling and check function of all modes. It was noted in the service order that during an unspecified surgical procedure, it was discovered that the button did not function when pressed. There were no delays to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.